Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via device inspection. Method & results: product evaluation and results: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The metal head appears to have minor damage from the disassociation event and explantation. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'it was reported that there is an upcoming total hip revision due to dislocation of femoral head from the stem.' Visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The metal head appears to have minor damage from the disassociation event and explantation. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
It was reported that there is an upcoming total hip revision due to dislocation of femoral head from the stem.